Event description:
Complaint alleges that during surgery, clips closed before they were supposed to. A clip did close and fell into the patient but was retrieved. There was no harm ot the patient. Patient current condition is reported as fine.

Manufacturer narrative:
Device history record (DHR) investigation did not show issues related to this complaint. Device sample received by manufacturer, but investigation is still underway at the time of this report.